Event description:
The report indicates that approximately 5 weeks after initial bilateral fixation surgery of t12-l2 to treat a vertebral fracture at t1 from a motor vehicle accident, the patient fell out of bed. Upon follow up it was discovered that the left l2 lock screw and pedicle bone screw slipped on the fixation rod. CT scans depicted a lock screw slippage. Revision surgery was performed (B)(6) 2013, to replace the two inferior bone screws and all four lock screws. The construct was extended from t11-l3. The patient is reportedly doing well post revision. There was no patient injury reported with the complaint.

Manufacturer narrative:
(B)(4). Revision surgery occurred and the lock screws were returned. Upon visual review of the lock screw and rod, the witness marks suggest that the rod shifted while attached to the bone screw. Devices were measured and met design specifications. Calibrated torque handle met specifications. The root cause of this reported event is unknown, but the slippage of the device may have been the result of patient trauma, similar to the patient's sudden impact from a fall out of bed. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load... Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." "Correct selection of the implant is extremely important. ... The potential for success is increased by the selection of the proper size of implant." "Care should be taken to insure that all components are ideally fixated prior to closure."